Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a blood transfer device. The customer reports that the needle separated from the holder and is remaining in the vacutainer tube when the tube is released from the device. The customer further reported that the user had to remove the needle from the blood tube by hand with no consequences.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.